Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to pace normally. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.